Event description:
Kimberly-clark received a report stating, "the dilator was left inside a patient after the procedure. The procedure was pretty uneventful until sheath removal. Doctor peeled the sheath and removed it, felt some pressure, which was probably from the stomach decompressing, and pulled the guidewire and dilator. When he pulled out the guidewire and dilator, only the inner-most part of the dilator came out with the dilator, the other layers remained in the gi tract. Dilator was retrieved the following day via endoscopy successfully. Patient is okay." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The reported device was not returned to kimberly-clark for analysis. Without a lot number or returned device, we are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.